Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force system resistor. Pump passed idle current, run current, self, off no power, restart error, basic occlusion test, prime, system sensor, excessive no delivery, displacement and rewind test. No unexpected failed battery test alarm noted. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 204mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.